Manufacturer narrative:
Patient medications include atorvastatin, hydrocodone, metoprolol, oxybutynin and amlodipine. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent treatment of an abdominal aortic aneurysm with four gore excluder aaa endoprostheses. On (B)(6) 2014, follow-up imaging identified a right distal type I endoleak. It was reported the right iliac artery appeared aneurismal due to disease progression. It was noted that the contralateral leg component (pxc201200) implanted in the right iliac artery had lost wall apposition. Additionally, it was reported that aneurysm enlargement had occurred (amount unknown). On (B)(6) 2014, an intervention was performed to treat the endoleak whereby an additional contralateral leg component was implanted for distal extension on the pxc201200. Final angiography showed resolution of the right distal type I endoleak, and the patient tolerated the procedure.